Event description:
The hospital reported that during preparation for an endovascular aneurysm repair, the hospital noticed that the collagen coating was melted (stained) when they were going implant the 24x12 mm 40cm hemashield plat wdv bif graft. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).